Event description:
It was reported that the patient desaturated while connected to the ventilator. It is unknown if the ventilator caused the reported problem or if the o2 tank ran empty.

Manufacturer narrative:
The ventilator has not been returned to the manufacturer for evaluation.